Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalised illness manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient of unknown age who underwent breast implant surgery procedure with two unspecified mentor saline breast prostheses on (B)(6) 2005, reported unexplained systemic symptoms they suffered and their current status post implant explantation, which included but not limited to the following: scalp coating dandruff (non flaky) covering entire head - gone, red bumps all over scalp - gone, joint pain, could barely walk it was so bad in every joint especially my hips - mostly gone, severe nerve pain, chest, arms, thighs, top of face happened daily, rush of blood and the pain would set in and torture me for 1-2 hours and then return later in the afternoon. Now resolved, gnawing radiating bone pain - gone, cramps were non existent last menstrual cycle. Prior to explant they were horrific every cycle, oversensitivity to light sound and motion, bladder pain - gone, inability to stand at all, incapacitating fatigue- that feeling left right away and is much better, confusion/add/memory issues- better, still have memory issues, neck pain - gone, headaches, gone except for 3 days of earth shattering migraines at week 5 post explant, nausea/appetite: nausea is gone. Appetite is much better, activity intolerance: a small improvement so far, dry mouth, face, lips. Much improved, watering crusty eyes upon waking: gone, burning pain: much better as long as I stay away from my problem foods. (Developed many food intolerance because of the implants), immune system improved. "Have fought off 3 sore throats already which resolved in 1 day after getting a sore throat. In the past if I caught a sore throat I would get sick for 1-2 months each infection. As a result, I was bedridden from october to april/may every year." The patient also reported that they are in one-third in reduction of medication they use for pain. The patient underwent bilateral removal on (B)(6) 2012. The patient also reported discoloration of implants, ¿implants were yellow tinged and the shell was thinner upon removal. Upon implantation they were blue¿. This medwatch form is for the right breast prosthesis.